Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of ¿headaches¿, ¿ear pain, ears throb¿, ¿lymph nodes below neck and below ear swollen¿, ¿throat still hurts¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ if laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm® ultra xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. 6. Adverse events table 1. Injection site responses by maximum severity (number/% of subject nlfs) and table 2. Duration of injection site responses (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. D. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported the event of after injection with juvéderm® ultra xc in the nasolabial folds and kybella® in the jowls. 2 months later the patient reported headaches, ear pain, lymph nodes below neck and below ear swollen for 2 weeks after injection. Healthcare professional indicated the event was not an ear infection. Patient went to ent specialist who did not find anything. Treatment included antibiotics and doxycycline. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 2024601-2018-00004 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm® ultra xc.